Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Operator of device. 2. Report source.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the neuron max 6f 088 long sheath (neuron max) was kinked at the proximal shaft upon removal from the packaging. The damaged neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using another neuron max.